Event description:
Patient presented to the physician with wound dehiscence at the neck incision site, with stimulation lead erosion through the open wound. Physician brought the patient into the operating room and removed the entire inspire system. Postoperative antibiotics were prescribed.